Manufacturer narrative:
Codman has requested the valve for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep. Reported that the valve would not reprogram. Upon x-ray it was verified that the valve was stuck on 30mm h2o and would not move from there. As a result the valve was revised.